Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for low blood glucose because the basal rates on her insulin pump were too high. Her blood glucose value at the time of incident was 26 mg/dl. Customer stated that the night before her hospitalization she raised her basal rates by one-tenth of a unit without consulting a health care provider. The following morning she was in a coma and her daughters called 911. While the customer was comatose, her low blood glucose was treated with glucose ivs, and after she woke up she treated it with food. Customer declined troubleshooting on the insulin pump for her low blood glucose. No products were returned, exchanged, or shipped.